Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral (sfa)/popliteal artery. The armada 35 balloon catheter was inflated one time at 10 atmospheres. It was observed that the balloon deflated slowly, needing a longer time to deflate and during retraction it the balloon met resistance going into the introducer sheath and became stuck. Both, the armada 35 and the sheath were removed together as a unit. The lesion was treated successfully with balloon angioplasty only; therefore, no further treatment took place. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.